Event description:
The reporter stated that the surgeon implanted an aq2017v 3 piece silicone lens. The lens haptic broke upon insertion into the eye. The lens was cut into pieces to remove from the eye without enlarging the incision. It was unknown what caused the haptic to break. The injector model that was used was a msi-ps and the cartridge model that was used was an aq cartridge fp. The reporter was unable to provide the injector and cartridge lot numbers.

Manufacturer narrative:
H6: evaluation codes: results - visual inspection of the returned product showed that one lens haptic along with part of the lens optic was torn off and missing. Surgical residue/debris on product. Conclusion - based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.